Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to complications: corrosion at the neck and stem junction; prosthetic has caused alval and metal poisoning. (Right).

Manufacturer narrative:
Additional information received from litigation on 6.5.19. We are unable to confirm at this time that the acetabular component was a microport product. Invoices found from the same date of surgery show that our product was not used. Please void the initial and follow up MDR for: 3010536692-2017-01504.